Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the customer reported problem was reproduced. The fse checked and confirmed the old lamp could be recognized. The illuminator has burn marks and the other pbc board came off the illuminator. The fse replaced the illuminator to resolve the customer's problem. Isi received the illuminator and confirmed the reported issue as the pcb board was found broken after failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer found that the lamp module had a recognition issue, and the led indicator was amber. There were burn marks on the illuminator. No known impact or patient consequence was reported. The procedure was completed as planned.